Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not changing with positions and was changing unexpectedly. It was reported that their device started being really funky all of a sudden. They stated that it started to ¿speed up¿ every now and then. Patient services asked what they meant by this and the patient explained the stimulation becomes much more intense. They stated they would then slow it down (decreases stimulation), but then the stimulation would ¿speed up¿ again or stimulation would disappear. When they charged it seemed like the more charge the battery had the better the vibration. The patient stated they tried to readjust and waited for two minutes. The patient stated they would set it on 15 and stimulation would be intense. They stated they then would turn the programmer on and look at it and the number would be different. It was now showing stimulation was on 60, but they didn¿t feel any stimulation. It was reported that it just happened today that they felt no stimulation. It was reported that the patient did not see the icon for the adaptive stimulation on their patient programmer today. They stated there was also no lightning bolt. The patient stated that somehow they managed to turn it off while they were trying to get the adaptive stimulation icon back. It was reviewed to verify if their stimulation was on and it was reported that the group with as was turned on. On the call the patient used their programmer and stated their ins was off. The programmer was not showing the adaptive stimulation. The patient turned their ins on during the call and felt their stimulation was too high. The patient had to decrease stimulation. The patient stated they never put it that high. They confirmed that the as icon was on. The patient stated they had group a, b and c but they only used group a. They stated they had never adjusted their setting until the last week or two. The patient stated that in group a they had two programs. P1 was at 30 right now and p2 was at 0. The patient asked how to adjust each program and patient services reviewed this information. Patient services reviewed that the issue could be happening because the patient did not stay long enough in the same position after they adjusted. The patient mentioned that they waited for 2 minutes. It was reviewed that the patient should wait for at least 3 minutes. Patient services asked if the patient wanted to wait for three minutes and test to see if that works, but the patient stated no, they would try adjusting it on their own and call patient services back if needed. It was reported that the issue started two to three days ago in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it seemed like the adaptive stimulation sped up and was uncomfortable. The patient noted that they have had a lot of ¿fi-pro¿ lately too. The patient reset their adaptive stimulation to resolve their issues. However, they indicated that it still speeds up when it is first charged. They stated that they weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.